Event description:
It was reported that the patient had some discomfort since implant, he presented to the emergency room. The chest x-ray and computerized tomography revealed right ventricular lead perforation. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.